Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a recognized ring artifact in image data. The customer performed an air calibration in attempt to clear the artifact; however, the system would not return to a powered state due to a failed power supply (addressed in (B)(4)). There was no report of misrepresentation as a result of the ring artifacts. The philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. Upon evaluation of the system, the fse found a cracked compensator in the a-plane collimator. The fse replaced the a-plane collimator assembly to resolve the issue, and returned the system to customer for clinical use. This issue has been determined not to be a reportable event.